Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue but did not identify a cause for the depleted battery pack. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run, the AED functioned as designed and could stay in service.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.